Event description:
The customer reported via the sales rep that there was a packaging error. It is further reported that the customer could not get the unit off of the plastic holder. It is further reported that there was no adverse consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.